Event description:
It was reported by the patient that they weren't feeling well and had been hearing an alarm going off every morning. Follow-up to the physician¿s office revealed that the patient had been seen in the office since the call was made. One inappropriate shock for ventricular tachycardia (vt) detection was confirmed. Reprogramming was done. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t lead: (B)(6) 2000. (B)(4).